Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and reported intermittent audio output. Dexcom technical support requested that the patient test the alert functionality. Patient reported alerts did function. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015. Data does not show intermittent audio output for date of issue.